Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012979013 was returned and analyzed. No anomalies were identified during visual inspection of the array, shaft, and handle. The guidewire was stuck inside the catheter and could not be retrieved; foreign material was observed on the guidewire where it exited the tip. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. In conclusion, the reported substance adherence to the catheter was confirmed during testing. The catheter failed the returned product inspection due to stuck residue observed on the guidewire, inside of the guidewire lumen (shaft section). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, guidewire "stacking" was observed near the catheter nose. Some substance was observed near the nose of the catheter. It was difficult to insert and remove the guidewire. The guidewire and catheter were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.